Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, left side deflation. Healthcare professional confirmed, left side deflation. Device explanted.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3; b.6; g.1;